Event description:
During an in-clinic follow up, noise resulting in oversensing was observed on the right ventricular (rv) lead. Abbott technical support was contacted and confirmed noise resulting in oversensing. Provocation tests were performed by the physician which did not reveal any abnormalities. No intervention has been performed at this time. The patient was stable and will continue to be monitored.